Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was at summer camp, the customer was given a bolus by the camp staff. Reportedly, the recommended initial bolus amount was different from the amount to be delivered of 8.1 units. It was confirmed that the bolus that was delivered had been the accurate amount. However, due to setting up an extended bolus, the bolus request decreased the customer's blood glucose (bg) level to 37 mg/dl, which was treated by consuming juice and candy, and increased the customer's bg level increased to 230 mg/dl. Review of the pump data logs by the customer's father showed that the camp staff had used the 1unit: 20grams carbohydrate ratio settings when calculating the bolus size, which was incorrect as the bolus that had been entered during that time segment should have been programmed and delivered using the carbohydrate ratio of 1unit: 15grams. The customer's father confirmed that the camp staff's inexperience with the pump caused the adverse event, and confirmed that the pump was working as intended. Additionally, review of the pump data logs by tandem technical support confirmed that the pump correctly calculated a bolus size of 8.1 units based on the settings and carbohydrates/bg value input.